Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock for a supraventricular tachycardia (SVT). Technical Services (TS) was consulted and recommended programming enhancements. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.This product investigation is still in progress. This report will be updated when product investigation is complete.